Manufacturer narrative:
Therapy and event date is estimated. During process of this complaint , attempts were made to obtain complete event information , but not unavailable the results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2020-02670. It was reported patient experienced lead migration and a revision may be schedule to address the issue. Further information was requested not obtained.

Event description:
Additional information received indicated patient underwent surgical intervention wherein both the sacral leads were explanted and replaced with two new l1 leads.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined

Manufacturer narrative:
Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. This event cannot be confirmed, or not confirmed for lead migration through product analysis testing alone. As received, resistance testing showed, the returned lead passed the functional test. The cause of the reported event remains unknown.